Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: -are there any photos of the foreign matter available? - did this event contribute to any patient adverse event? If yes, please explain. Please refer to the event description, other information requested is unknown. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. No device can be returned currently. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent a closed reduction and intramedullary nail fixation for right tibial fracture procedure on (B)(6) 2026 and suture was used. During the surgical procedure under epidural anesthesia, the doctor found a light yellow linear foreign object about 8cm long inside the suture while suturing the incision. It was suspected to be contaminated and could not be used. A new suture was immediately replaced to suture the incision for the patient. No adverse patient consequences were reported. Additional information was requested.